Event description:
It was reported that high thresholds and high impedances occurred with attempted implant of the patient's right ventricular (rv) lead. The initial lead was not used, and a subsequent lead was placed without difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).